Event description:
Additional information received. The cause of the stent failure to open was not determined. It is unknown whether there was any friction or difficulty during delivery or positioning, or if resistance occurred in any section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed. It is also unknown whether the pipeline had been placed in a vessel bend when it failed to open, or how much of the pipeline had been deployed at that time. The pipeline was resheathed more than two times, and no additional steps or other devices were attempted to open the pipeline. The marksman catheter used was model fa-55150-1030, lot number 229480132.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex pusher was returned for analysis within a shipping box, within an unsealed plastic biohazard pouch and within an opened pipeline flex inner pouch. Visual inspection/damage location details: the pipeline flex hypotube was found broken with the ptfe shrink tubing found broken at the same location. The distal segment of the pusher was not returned for analysis. The braid was not returned for analysis. Testing/analysis: the broken hypotube end was sent out for sem analysis. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open proximal (flex)¿ and ¿failure/incomplete to open at middle section (hourglass shape)¿ could not be confirmed as the braid was not returned for analysis. Possible causes include, but not limited to, patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling stents or inappropriate anatomy. Customer alleged patient vessel tortuosity as moderate, all devices were prepared per IFU, continuous flush was administered/maintained, and pipeline was resheathed more than two times. As the distal pusher and braid were not returned, any contribution of the distal pusher and braid towards the incomplete open could not be determined. The hypotube was found broken, indicative of retraction against resistance. The sem report concluded that ¿the broken end exhibited evidence of mechanical damage (smearing) and dimple overload¿. Possible contributors towards break are patient vessel tortuosity, resistance during delivery/retrieval, over-manipulation, or catheter damage. The likely cause could not be determined. There is no indication that the event is related to a potential manufacturing issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a marksman catheter was used to deliver a pipeline flex stent (ped-475-16). After the tip end opened normally, further deployment was attempted, however, the middle to proximal portion remained rod-shaped and could not be opened. Despite multiple attempts by the operator, the stent could not be deployed. The stent was removed and replaced with a medtronic ped-475-18 stent to complete the procedure. No patient symptoms or complications were reported with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, cavernous sinus segment aneurysm with a max diameter of 4.7 mm and a 3.8 mm neck diameter. The landing zone arterial diameter was 5 mm distally and 7 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal. The angiographic result post procedure showed the patient had an aneurysm in the cavernous sinus segment. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.